Event description:
The patient developed fever, swelling and increased warmth and was found to have a severe infection around the pump in 2007. The patient had an abcess in the right lower back pump pocket. She was taken into surgery three months later, for pump pocket revision and repositioning of pump pocket. Lab studies from pump pocket sample were negative. She has had follow-up visits indicating pump pocket site is healing well. The patient is currently receiving dilaudid and bupivicaine in her pump and is due for a refill.